Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As the product was not returned and review and analysis of all available information fails to indicate an assignable cause or probable assignable cause for the reported event, an assignable cause of undeterminable will be assigned. The subject device is unavailable to manufacturer.

Event description:
It was reported that during ba (basilar artery) procedure, when the guidewire (subject device) was delivering to ba (basilar artery), the tip of guidewire (subject device) was fractured. It was noted that there was difficulty rotating the guidewire (subject device) using the torque device. The guidewire (subject device) was removed with other device and continued the procedure. The procedure was completed without clinical consequences to the patient.